Manufacturer narrative:
Physio found that the device was still able to be powered on and off by pressing the on/off button. The root cause is the lid switch, sw5. The device was destructively tested.

Event description:
A distributor contacted physio-control to report that the cr2 device would not sense the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Physio control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the cr2 device would not sense the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated to the reported event.